Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button cover was lifted and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.